Event description:
The reporter stated that during an anterior cervical spinal surgery procedure, the surgeon could not get a screw to lock beneath the locking arm system, and elected to remove the manta ray plate and screws. Another manufacturer's system was used instead.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.